Event description:
It was reported that the pt underwent a sling procedure in 2006. When removing the inserter, the sling pulled out of the pt. Another type of sling device was used to successfully complete the procedure. There were no adverse pt consequences reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form.